Manufacturer narrative:
The biomedical engineer reported that the multigas unit was getting a line block error and then got an external device failure. They rebooted the unit, changed water trap, and checked connections; and it still gave them both the line block error and external device failure. No physical damage and no fluid intrusion. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the multigas unit. Bedside monitor: model: ni; sn: ni.

Event description:
The biomedical engineer reported that the multigas unit was getting a line block error, and then got an external device failure. They rebooted the unit, changed water trap, and checked connections; and it still gave them both the line block error and external device failure. No physical damage and no fluid intrusion. No patient harm was reported.

Event description:
The biomedical engineer reported that the multigas unit was getting a line block error and then got an external device failure. They rebooted the unit, changed water trap, and checked connections; and it still gave them both the line block error and external device failure. No physical damage and no fluid intrusion. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit was getting a "line block" error message and then an "external device failure" error message. They rebooted the unit, changed water trap, and checked connections; but it still gave them both the "line block" and "external device failure" error messages. There was no physical damage or fluid intrusion. No patient harm was reported. They sent the unit in for evaluation and repair. Service requested / performed: evaluation / repair: nka repair center evaluated the device. The reported issue was duplicated. The following component was replaced to resolve the issue: 0010 cd-314p-03 gas unit, gf-210ra 1 ea. Investigation summary: the overall risk of this event is determined to be high. The investigation conducted under irc-nka300155492 concluded that for gf-210ra, revision cb and onward, with sensor unit cd-314p, revision 2 (serial numbers (B)(6) , needed a firmware upgrade. Revision 2 of cd-314p utilizes a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The countermeasure is to perform a firmware upgrade and/or replace the sensor unit with cd-314p, revision 3. The firmware was updated under CAPA 19-016. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: model #: ni sn: ni.